Event description:
The customer reported that patient came to the ward substantially desaturated. The monitor alarmed red 3 times and then shut down by itself. No patient harm was reported.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.